Event description:
It was reported that during an implant procedure on (B)(6) 2024, the lead exhibited high impedance. The lead was not used and was not replaced. The patient had no consequences throughout the procedure.

Manufacturer narrative:
The reported event of high pacing impedance was not confirmed. As received, a complete lead was returned in one piece. Final analysis found no indication of conductor fractures or internal shorts and no anomalies except for procedural damage. The lead connector passed insertion testing into the test ICD device and is-4 connector sleeve. Dimensional analysis of the connector boot was measured within the product specifications. A review of the device history record (DHR) confirmed that no issues were identified related to this reported event.